Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips were not loading properly and the staples prefired. The hosp has reported no pt injury occurred.